Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty air in line printed circuit board (ail pcb). The ail pcb has been replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 814:04 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90 categorized as remediated.